Event description:
It was reported that low ventricular impedance/resistance insulation damage due to clavical rib crush occurred. Device was removed from service. No patient complications have been reported as a result of this event.